Manufacturer narrative:
Voluntary medwatch report form received: mw5146396, mw5146397.

Event description:
Related manufacturer report number: 2017865-2023-50216. Voluntary medwatch form received noted that the patient died from septic shock.